Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform ez stent. The survey was conducted in china. During the survey, stent migration and main coil protrusion were reported to have occurred. No further information is available.

Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform ez stent. The survey was conducted in china. During the survey, stent migration and main coil protrusion were reported to have occurred. No further information is available. Based on a review of the information available on the (B)(6) 2024 the device code row 2 was changed from: expulsion to: structural problem.

Manufacturer narrative:
D2a ¿ corrected f10 / h6 medical device problem code: corrected due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. A post-market clinical follow-up (pmcf) survey was conducted for neuroform ez (device number unknown ¿ quantity 16), and responses (double blinded) from physicians was received on (B)(6) 2024. The clinical specialists involved in the survey were from china, france, germany and united states. For neuroform ez the following complications were reported: all-cause mortality, allergic reactions, hemorrhagic events. In-stent thrombosis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned as it was implanted. It cannot be confirmed if the device met specification, as the product was not returned. The as reported codes of 'stent dislodged/migrated' and 'stent does not support coil mass' will be assigned undeterminable as the stent was deployed in the patient and was not available for analysis.